Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner insulation was kinked buckled, there was blood in/on the helix mechanism, there was tissue on the helix, and there was apparent explant damage.

Event description:
It was reported that the ventricular lead had dislodged as indicated by fluoroscopy. Additionally, the threshold had increased and the sensing matched with the p-wave in the surface electrocardiogram. During the replacement procedure, it was noted that the lead was rotated eight times, twisted and knotted. It is thought that this was due to twiddler's syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.